Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during routine incoming inspection of a loaner set it was observed that the depth gauge for locking screws to 100mm for im nails was bent. There was no known patient or hospital involvement. This report is for one (1) depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary investigation flow: visual visual inspection: the depth gauge for locking screws to 100 mm for im nails (p/n: 03.010.072, lot #: 5l19946) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip was bent. The noted issues were consistent as end of life indicators for the device. No other issues were identified with the returned device. The complaint is confirmed and the device received was bent. Hence confirming the allegation. Investigation conclusion after a visual inspection per guidance provided in windchill document , it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.072 lot: 5l19946 manufacturing site: hägendorf release to warehouse date: aug. 14, 2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.